Event description:
It was reported to philips that the system was unable to store images. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. According to the additional information collected, the issue occurred during the vascular exam. The procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and identified that the system was unable to store images. A review of the system logfiles found image storage problem. Upon troubleshooting actions, fse identified an issue with disk drive bay. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027). Fse replaced the x-ray pc drive bay. After replacement, the system was returned to use in good working order.